Manufacturer narrative:
The inserts was tested using a g-124 unit with a water flow rate of 35. The test unit # was g 124-00118, thermometer 10 # 6112 (cal date 11 /25114 - cal due 11130/15), after running the insert the temperature of the insert at the hottest spot was 90.6*f. In conclusion, the complaint for the insert over heating could not be duplicated with the requirements being above 118.4 f to warrant a failure.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a cavitron 30k fsi-sli-fg-10s insert tip overheated; no injury resulted.